Manufacturer narrative:
(B)(4). A visual evaluation of the returned guidewire revealed that the distal tip was bent, peeled, and detached, exposing the corewire, approximately 2.0 cm and also exposing the very corewire tip, approximately 0.5 cm. Presence of adhesive remnants were found indicating that the pebax was properly attached to the corewire. There was no evidence of corewire fracture. The complaint is consistent with the returned guidewire since the distal tip was detached. It is most probable that anatomical or procedural factors could have generated the failure encountered. Based on all gathered information, the most probable root cause is "operational context¿. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire and an ultratome xl were used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the hydrophilic tip detached, exposing the tip of the metal corewire. Reportedly, the detached part of the guidewire occluded the lumen of the ultratome xl wherein it was removed, increasing the procedure time and risk. The procedure was completed with a new jagwire guidewire and the same original ultratome xl. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4) guidewire distal tip detached exposing the tip of the metal corewire. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire and an ultratome xl were used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the hydrophilic tip detached, exposing the tip of the metal corewire. Reportedly, the detached part of the guidewire occluded the lumen of the ultratome xl wherein it was removed, increasing the procedure time and risk. The procedure was completed with a new jagwire guidewire and the same original ultratome xl. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.